Event description:
In 2007, the sales representative reported that during a revision surgery two days earlier, the driver bent and broke off into the closure top. The surgeon used the bolt cutter to cut the rod and the counter torque wrench to remove the screw. Additional information received in 2008 via telephone, the sales representative reported that the revision surgery was to address adjacent levels. The sales representative reported that the surgeon was on the last screw when the driver bent/broke. This event caused a thirty minute surgical delay. There was not report of injury to the patient.

Manufacturer narrative:
Request has been made to obtain the product. Device MFR date is unk. Eval is pending upon the return of the product.